Event description:
The lay user / pt contacted lifescan (lfs) in 2007 alleging an error 2 message on her one touch ultra meter. A medical affairs specialist (mas) spoke to the pt the next day and obtained the following info: the pt tests 2-3x a day. On the previous morning the pt woke up around 7:00-8:00am feeling dizzy and attempted to test and obtained an error 2 message. She took her diabetes medication, ate breakfast but her symptoms persisted. She went to the ER due to her symptoms and was tested at 11:00am with a blood glucose reading of 284mg/dl on the hospital device. In the ER she was treated with IV fluids and was discharged at 5:30pm. Per pt the diagnosis was "dehydration." The pt had obtained an error 2 message for several days prior. The last reading she had obtained on her meter was 189mg/dl on the previous week. Since the meter had been displaying an error 2 since then, the pt continued to take her diabetes medication. The technique of applying blood on the test strips was correct. The test strips were in good condition and not expired. An error 2 could be caused by a used test strip or a problem with the meter. Customer care advocate (cca) had the pt retest and the issue was resolved over the phone. Cca sent the pt replacement products. The complaint is being reported because the pt alleged she was unable to test her blood glucose due to the error 2 message and she was diagnosed to be hyperglycemic with dehydration at the hosp.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.